Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f swartz braided introducer dilator were received for evaluation. No resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. However, the dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty is consistent with the dilator skiving. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
During the transseptal procedure it was not possible to pass the needle through the dilator as it scratches the inside. The sheath was replaced and there procedure was completed with no adverse consequences to the patient.